Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(6 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Territory manager reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 425 mg/dl. Customer treated their high blood glucose levels with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised that a complete set change resolved the issue and there was no alarm message during manual prime. Customer declined to return the set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.